Manufacturer narrative:
A ge service rep performed an on site investigation. The 12 volt power supply and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system left monitor would locked up and the right monitor would intermittently not work during a case. No pt injury was reported.